Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on april 10, 2018 with blood glucose of 450 mg/dl at the time of the incident. The customer also dropped to 36 mg/dl on the same day. The customer was given glucose gel to treat. The customer experienced symptoms such as sweating profusely, disorientation, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer also got a critical pump error and an x on the pump display. The customer had issues with an infusion set quick release not locking. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a critical pump error (open book error) and a broken force sensor found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test. Dat test and displacement test due to critical pump error. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump received with stained serial number label. The insulin pump received with minor scratched display window and case.